Event description:
Per the clinic, no response could be obtained from the device at activation. A CT scan performed (date not reported) revealed the device was extra cochlea. Subsequently the patient underwent explant surgery on (B)(6) 2015; re-implantation with a new device was attempted however unsuccessful due to ossification in the cochlea. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed (B)(6) 2015. Device is unavailable for analysis.

Manufacturer narrative:
(B)(4). Device is currently not available.